Event description:
It was reported that the handpiece began overheating and started to smoke prior to the procedure. There was no reported pt or user injury. The account could not provide any additional information.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a f/u report will be submitted after the quality investigation is complete.